Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to incomplete deployment, migration, aneurysm enlargement, reoperation, and endoleak.

Manufacturer narrative:
Results pending completion of evaluation. Conclusion not yet available ¿ evaluation in progress. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracoabdominal aortic aneurysm, and two gore® tag® thoracic endoprostheses were implanted in the infrarenal abdominal aorta. It was reported that the patient¿s aorta had significant circumferential thrombus. The diameter of the proximal neck was reported to be 34.77-35.89mm, while the intended aortic vessel diameter of the tg3410 was 29-32mm. During the procedure, a minor proximal type I endoleak was found, and the physician elected to monitor the patient. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. On (B)(6)2010, one month follow-up imaging showed that the diameter of the aneurysm was 63mm. The endoleak was reportedly resolved, and no issues were reported. Subsequent follow-up imagings showed no reported issues with shrinkage of the aneurysm to 47mm. On (B)(6) 2014, the proximal neck of the devices was reported to ¿deform¿, and the devices migrated distally (distance unknown). Also, the aneurysm enlargement of unknown amount was reported. The cause of the device deforming and subsequent migration was unknown. No endoleak was reported at this point. On the same day, a conformable gore® tag® thoracic endoprosthesis was additionally implanted for proximal extension to repair the migration and aneurysm enlargement. On (B)(6) 2014, four year follow-up imaging showed that the diameter of the aneurysm further enlarged to 60mm. On (B)(6) 2015, five year follow-up imaging showed that the diameter of the aneurysm further enlarged to 62mm. An endoleak of indeterminate origin was newly observed. The endoleak was reported to be not device or procedure related. According to the cro in japan, no further information is available.